Event description:
It was reported that the "pressure line at connector is defect / broken."

Manufacturer narrative:
Expiration date- 09-2010.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) flotrac kit. Tubing was completely broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.